Event description:
It was reported approximately 16 months post xience v stent implantation in the proximal right coronary artery (prca) the patient died from cardiac arrest. Reportedly, the coroner ruled the cause of death from a massive myocardial infarction due to coronary artery disease. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of myocardial infarction and death, as listed in the xience v stent delivery system instructions for use, are known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design and labeling.